Manufacturer narrative:
Concomitant medical products: 8637-20, pump, implanted: (B)(6) 2017. 8731sc, catheter, implanted: (B)(6) 2017. W3dr01, ipg, implanted: (B)(6) 2018. 5076-45, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/unstable thresholds and poor sensing since implant. The rv lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.